Event description:
It was reported that during a procedure with this device, error 48 was displayed and the procedure was cancelled when the patient was under general anesthesia. No further information was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse adjusted the microfiber switch to correct the issue. Based on the analysis results, the reported error code was confirmed as adjusting the microfiber switch resolved the issue. The misadjusted microfiber switch is most likely the reason that caused the reported error code. Therefore, a conclusion code of cause traced to maintenance was assigned to this investigation. D3. Manufacturer email (B)(4).

Event description:
It was reported that during a procedure with this device, error 48 was displayed and the procedure was cancelled when the patient was under general anesthesia. No further information was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.